Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and pocket erosion. Reportedly, the patient had a small wound where the ICD was visible and was completely exposed out of the skin and popped out while the patient was asleep. The patient went to the hospital with a yellow leaky secretion at the incision site. There was no additional adverse patient effects were reported. This ICD was explanted.